Event description:
Information received by medtronic indicated that insulin pump had crack around battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. The pump was returned for cosmetic damage located at the battery compartment found on (B)(6) 2021. Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case on battery tube area, pillowing keypad overlay and corroded battery tube. Cosmetic damage was confirmed at the battery compartment. Flashing medtronic logo due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Unable to download history files and traces due to frozen display. Pump exposed to moisture confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.